Event description:
Hamilton medical ag received the following incident description: during preventive maintenance, it was found that sensor board is defective and calibrating the sensors are not possible in the test mode.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: during preventive maintenance, it was found that sensor board is defective and calibrating the sensors are not possible in the test mode.